Event description:
It was reported that a break occurred. During preparation and while outside the patient, a 2.00mm x 15mm maverick balloon broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The device has numerous kinks. There was a separation of the hypotube 13.6cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and there was tip damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a break occurred. During preparation and while outside the patient, a 2.00mm x 15mm maverick balloon broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.